Event description:
It was reported that pump experienced malfunction after water entered pump and case despite use of a waterproof diashield case, and pump displayed non-resettable malfunction alert. There was no adverse impact to the customer¿s blood glucose level. Customer planned to use backup insulin pump and multiple daily injections to maintain insulin delivery, while technical support arranged replacement pump.